Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. General information: complaint: (B)(4). Information to the sample: model: perfusor space. Article number: 8713030. Serial number/batch: (B)(6). Software version: 688n030005. Hours of operation: (B)(4). Investigation results: history inspection: the device history files were read and analyzed. The device history files from 2024-03-15 were investigated. During one infusion, the "pressure alarm" could be found 38 times on the day of the incident. The reason for the "pressure alarm" could not be clarified. Pressure level 5 was set. After 17 pressure alarms, pressure level 9 was set. No other abnormalities were found. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technician seal on the lower housing were not intact and damaged. The device shows age related signs of wear and tear and was slightly dirty. No visible damage are to locate. Functional inspection: a functional test was performed. The device passes the self test. A bd plastipak 50ml syringe was inserted, and the pump identified the syringe and it could be selected from the menu. It was possible to put the pump in operation. Individual inspection: the strain gauge pressure measurement and the motor power limitation was checked according to the requirements of the technical safety check. The device meets the required values and standards. All measured values are within our specification. Disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. Judgment: the complaint could only be confirmed based on the device history. During one infusion, the "pressure alarm" could be found (B)(4) times. A malfunction of the pump could not be detected. Summing up all tests, the perfusor space operated within our specification.

Event description:
According to the customer a pump failed to deliver the medication.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.